Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the down arrow and select buttons on the insulin pump were not responding properly. The customer had to press the buttons several times to respond. The issue recurred after changing the battery three times. Customer's blood glucose level was 130 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Moisture damage was also found on the keypad connector on the printed circuit board assembly. The insulin pump passed the displacement test and leak test. The insulin pump had minor scratched display widow; scratched case, cracked keypad overlay at the center circle button, pillowing keypad overlay and keypad overlay damage texture.